Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (errors 23, 30) was able to be reproduced during sine cycle. The embedded serializer in master base (esmb) printed circuit assembly (pca) and main wire harness will be replaced as a fix.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. The unit was return for failure analysis, but the reported failure was not reproduced. The rac was installed onto a printed circuit assembly (pca) test system, where it ran 10x power cycle and it sat idle for one hour with no error. Performance on the surgeon side console (ssc) arm movement check has no problem. The left and right arm with monopolar curved scissor instrument worked fine.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system had a non-functional monopolar scissors instrument. The customer already reconnected all cables without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to try another monopolar scissors instrument. The tse checked logs in the meanwhile and found no integrated electrosurgical unit (erbe)/ energy related errors occurred. New monopolar scissors instrument started working, and the procedure continued. The tse found several errors 30, which are pointing to a problem with the master tool manipulator-right (mtm-r) mtmr / remote arm control 2 (rac2). The customer called back, and the issues with the universal surgical manipulator 4 (usm4) which is related to the error 30 pointing to mtmr. The tse asked to perform a complete power cycle. The tse called the site again, errors 30 and 23 still occurring pointing to a defective mtmr or rac2. The procedure was converted to laparoscopic surgery and completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claims against the product noting errors, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the master tool manipulator-right (mtm-r) and the remote arm controller (rac) due to errors. Additional information is being gathered to determine the contribution of the device to the customer reported issue.